Manufacturer narrative:
(B)(6). Device return evaluation was completed . The customer complaint of error e315 was confirmed. Device evaluation and inspection found an e315 error reported due to faulty lg-plug. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during preparation for use the device showed an error e315 (scope error). The subject device was replaced with another device and the intended procedure was completed with no delay. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device leading to the plug being broken - this in turn led to the display of the suggested error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): " inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.